Event description:
The customer reported the device is no longer charging. There was no negative report of pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.